Event description:
It was reported the catheter is leaking at the hub. They discovered this in connection with flushing and rerouting.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp1670 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter is leaking at the hub. They discovered this in connection with flushing and rerouting. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. A video of a 4fr s/l powerpicc catheter being flushed with a clear liquid was returned for evaluation. The molded suture wings and a small section of the adjoining catheter shaft were within the frame of the video. As the catheter was flushed, a spraying leak was observed emanating from the catheter shaft, directly distal of the molded suture wings. A small semi-circumferential split was visible in the catheter shaft at the leak location. There were no distinguishing features visible in the submitted video which could aid in identification of a specific root cause. Possible contributing factors could include material fatigue from repetitive kinking or torsion forces applied to the catheter, damage from sutures or the securement method, or sharp instrument damage. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot.

Event description:
It was reported the catheter is leaking at the hub. They discovered this in connection with flushing and rerouting. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed, but the exact cause of failure could not be determined. One 4 fr s/l powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned device, and the gross visual inspection was unremarkable. A tactile evaluation of the device revealed the complainant catheter to show no signs of tensile weakness. A microscopic observation revealed a circumferentially aligned split just proximal of the molded joint. The fracture surface was granular and the fracture edges were sharp. Whitening occurred at the corners of the split, but no rounding or polished edges were found along the device. Nothing remarkable was observed circumferentially opposite the split. The complaint of a leaking catheter is confirmed; however, the exact cause of failure could not be determined. Possible contributing factors could include material fatigue from repetitive mechanical stresses applied to the catheter, damage from sutures or the securement method, or sharp instrument damage. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. H3 other text : evaluation findings are in section h.11